Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the set screw could not fix the lead to the pacemaker. The pacemaker was replaced and the procedure was concluded. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.